Manufacturer narrative:
The device history record (DHR) was reviewed and found no issues during manufacture. The device was built to specification. The subject device was not returned to us endoscopy. The instructions for use contains the following information "if the channel is known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope." There was no patient or user harm. In-service training was provided to the customer.

Event description:
The user facility reported the brush of a double-header cleaning brush was pushed out of the accessory channel into a patient during a procedure. The brush was immediately retrieved there was no report of patient or user harm.